Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred.